Event description:
Underdelivery reported. Rptr states no adverse reaction to pt occurred. No add'l info is available. Multiple calls for more complete info were made to the distributor without a call back received.

Manufacturer narrative:
The reported problem could not be duplicated. Two infusion tests ran at 400ml/h for a total of 20ml and each was within specifications. The pump also passed the motor turns counter test.